Event description:
A guide wire was prematurely removed during a surgery which led to a 30 minute surgical extension while the guide wire was replaced to complete the case.

Manufacturer narrative:
The IFU was reviewed (ifu7721-0112.01) and found to sufficiently provide instructions on maintaining control of the guide wire during the procedure.